Event description:
It was reported that the user experienced difficulty completing a supply change at the fill cannula step on the ilet and had elevated blood glucose values, including 391 mg/dl trending down to 361 mg/dl, which returned to range later after completing the supply change. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution of glucose levels back into range. Investigation included review of available reports and user troubleshooting with education on proper supply change steps. Investigation of this case revealed no device malfunction and suggested user difficulty with the supply change process as a contributory factor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.